Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #14 it was verified its nonosseointegration. A 40 ncm of primary stability was achieved. Patient presented insuficient bone quality/quantity and bone graft was executed.